Manufacturer narrative:
(B)(4). Date sent: 09/16/2016. (B)(4). Maude event report # mw5064114. Additional information: the sales rep confirmed that the reload broke, not the stapler. The entire cartridge broke into pieces. Unknown if the issue occurred during closing or firing, but there was no reported issue with the staple line or cut line. The surgeon did state there was a bit more bleeding than expected, but it was easily controlled and did not result in a patient adverse event. The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload present. The reload was received partially fired 1/10 and with the pan dislodged; additionally the cartridge spring lockout was noted to be damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was used with a white staple reload and on the second firing the reload fell apart. "When the physician engaged the device the stapler broke into pieces." All pieces were retrieved. Unknown how case was completed. There were no adverse consequences for the patient.